Manufacturer narrative:
Correction:MDR 3004209178-2019-21295 submitted with incorrect aware date. Date corrected to reflect information received date of 2019-11-01. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller mentioned that when the hcp programmed their device it only lasted about a week at a time and then they would start shaking again. The caller stated their hcp told them to call a rep and find out why the programming wasn¿t lasting. There were no further complications reported. The patient's daughter called (B)(6) 2019 and reiterated that programming wasn't lasting "very long all" and added that during programming the patient gets "shocked so bad." They stated the patient has been "shocked so bad for quite a few years." They wanted to arrange for a manufacturing representative (rep) to go to the patient's home. They stated the last time they programmed it "might have" lasted a "couple weeks" and only one side really works. It was stated a fall was related to the issue.